Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28sep2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator had an error code indicating a 24 volt failure. There was no patient involvement.

Manufacturer narrative:
G4: 28oct2020. B4: 29oct2020. Information was received that the service engineer (se) inspected the device and found the error code in the ventilator diagnostic logs. The se performed extended self test and short self test and found the air vent filters were clogged by dust. The customer was advised that the unit would need preventative maintenance. The customer did not provide a purchase order for repair/service of the device and there was no repairs performed on the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.